Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Cosmetic inspection of the returned product confirms the tip has fractured off and the fractured piece was not returned. Inspection found light damages such as wear marks and light scratches. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to use error, as the user failed to follow instructions outlined in the surgical technique. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cannulated screwdriver tip was fractured while twisting to unscrew the implanted screw. It was possible to extract the broken fragment from the screw head without problem. No adverse event has been reported as a result of the malfunction.